Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined that the reported event was caused by a malfunctioning main board. The foreign distributor was shipped a replacement main board kit to repair the device and return it to service. Carefusion issued a return good authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for evaluation. As of july 15, 2015 the alleged faulty main board has not been received.

Manufacturer narrative:
The alleged faulty main printed circuit board (pcba) was received on (B)(6) 2015, and was routed to the failure analysis lab for evaluation. Failure analysis evaluated the device, and was able to duplicate the reported event. Finding/ root cause: defective main pcba. Its exhalation differential transducer will not calibrate. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Event description:
The foreign distributor in (B)(6) reported that while on a patient the device alarms xdcr (expiratory flow transducer) fault. During zero pressure calibration the transducer fails. No patient har, alternative ventilation was provided to the patient.